Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the damaged teflon pad to be related to the customer reported complaint. The instrument was found to have a damaged teflon pad of the clamp arm. The root cause of this failure was attributed to mishandling/misuse. A system log review confirmed that the harmonic ace instrument was last used on (B)(6) 2021 with 0 lives left on system (B)(4). A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images or procedure video were provided for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that the damage on a portion of the device that enters the patient (distal end) could result in a fragment falling inside the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted procedure the customer noted that the white tip was split on the harmonic ace instrument. The procedure was completed with no patient harm. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the procedure was completed with no patient harm and that there was no fragment issue that fell inside the patient. The tip was reportedly damaged, but did not fall inside the patient. No other information was available.